Event description:
It was reported that the customer¿s blood glucose (bg) level was ¿high¿, per cgm meter reading, and ketones were present. The cause of the elevated bg was unknown. The customer administered a manual injection to address bg.